Manufacturer narrative:
A ge representative evaluated the system and repaired the stator wiring. The system operates as intended.

Event description:
The customer reported that there was a stator not on error message. This error may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.